Event description:
Bayer case number: (B)(4). My belly was bursting. I have never felt such pain in my life [lower abdominal pain] they had left a piece inside me, a piece of the spring in my uterus [device breakage] I have never been sick until I got essure [feeling sick] I even thought it was like in the films when you see people in so much pain that they faint from the pain. [Procedural pain] I felt that pain that they were causing me in my right ovary [ovarian pain] then my whole head would break out in pimples [pimples] my hair would fall out, [hair loss] I was allergic to all of that, both nickel and pet fibre, and the allergist herself advised removing that piece of essure, [nickel allergy]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) through social media and describes the occurrence of abdominal pain lower ("my belly was bursting. I have never felt such pain in my life") and device breakage ("they had left a piece inside me, a piece of the spring in my uterus") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (e I already had a 16-year-old son and a 17-year-old son). On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain lower (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), malaise ("I have never been sick until I got essure"), procedural pain (" I even thought it was like in the films when you see people in so much pain that they faint from the pain."), adnexa uteri pain ("I felt that pain that they were causing me in my right ovary"), acne ("then my whole head would break out in pimples"), alopecia ("my hair would fall out,") and allergy to metals ("I was allergic to all of that, both nickel and pet fibre, and the allergist herself advised removing that piece of essure,"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed. At the time of the report, the outcomes for abdominal pain lower, malaise, procedural pain, adnexa uteri pain, acne, alopecia and allergy to metals were unknown. The reporter considered abdominal pain lower, acne, adnexa uteri pain, allergy to metals, alopecia, device breakage, malaise and procedural pain to be related to essure administration. The reporter commented: after reviewing the video, one of the interviewees mentions the following: ¿I have never been sick until I got essure. My belly was bursting. I have never felt such pain in my life. In the left tube it was fine, but when they got to the right tube I saw... I mean, at that moment I even thought it was like in the films when you see people in so much pain that they faint from the pain. I mean, I felt that pain that they were causing me in my right ovary, and I was there for almost half an hour and I left. And they told me, "then you go home, you will have some normal discomfort". No way! That was no normal discomfort at all the left side was fine, but in the right side I had a pain like I had never felt in my life¿ I mean, I have two children and I have never felt that kind of pain in my life. I would have a sharp pain there and I would sit there all day with my hot water bottle and my electric blanket. Then my whole head would break out in pimples, my hair would fall out, and I would actually go to the doctor and tell him, and what he would answer was, "you¿re at an age now¿ I mean, maybe you¿re like pre-menopausal and all of those are symptoms of pre-menopause." You are 41 years old now and, of course, you trust what they tell you. After 3 months you have to come back and they do an ultrasound to see if the implants are there, because that day they did explain to me what essure was, they did the test. "Everything is fine, it's healed, when I got home, they gave me my report, so when I read it I was like: "wow, my tubes have been removed!" I didn't know that in order to remove the essure they had to remove my tubes, I didn't know and they didn't inform me. They had left a piece inside me, a piece of the spring in my uterus. That was when I already had the allergy tests done. I was allergic to all of that, both nickel and pet fibre, and the allergist herself advised removing that piece of essure, removing that foreign body from my body because I was allergic. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): "everything is fine, it's healed, the most recent follow-up information incorporated above includes data received on: 06-oct-2024: new events procedural pain, device breakage, pimples on head, alopecia, ovarian pain & nickel allergy were added. Patient details name & age updated. New reporter lawyer & health care professional added. Essure removal surgery details were added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). My belly was bursting. I have never felt such pain in my life [lower abdominal pain]. They had left a piece inside me, a piece of the spring in my uterus [device breakage]. I have never been sick until I got essure [feeling sick]. I even thought it was like in the films when you see people in so much pain that they faint from the pain. [Procedural pain]. I felt that pain that they were causing me in my right ovary [ovarian pain] then my whole head would break out in pimples [pimples] my hair would fall out, [hair loss] I was allergic to all of that, both nickel and pet fibre, and the allergist herself advised removing that piece of essure, [nickel allergy]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) through social media and describes the occurrence of abdominal pain lower ("my belly was bursting. I have never felt such pain in my life") and device breakage ("they had left a piece inside me, a piece of the spring in my uterus") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (e I already had a 16-year-old son and a 17-year-old son). On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain lower (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), malaise ("I have never been sick until I got essure"), procedural pain (" I even thought it was like in the films when you see people in so much pain that they faint from the pain."), adnexa uteri pain ("I felt that pain that they were causing me in my right ovary"), acne ("then my whole head would break out in pimples"), alopecia ("my hair would fall out,") and allergy to metals ("I was allergic to all of that, both nickel and pet fibre, and the allergist herself advised removing that piece of essure,"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed. At the time of the report, the outcomes for abdominal pain lower, malaise, procedural pain, adnexa uteri pain, acne, alopecia and allergy to metals were unknown. The reporter considered abdominal pain lower, acne, adnexa uteri pain, allergy to metals, alopecia, device breakage, malaise and procedural pain to be related to essure administration. The reporter commented: after reviewing the video, one of the interviewees mentions the following: ¿I have never been sick until I got essure. My belly was bursting. I have never felt such pain in my life. In the left tube it was fine, but when they got to the right tube I saw... I mean, at that moment I even thought it was like in the films when you see people in so much pain that they faint from the pain. I mean, I felt that pain that they were causing me in my right ovary, and I was there for almost half an hour and I left. And they told me, "then you go home, you will have some normal discomfort". No way! That was no normal discomfort at all the left side was fine, but in the right side I had a pain like I had never felt in my life¿ I mean, I have two children and I have never felt that kind of pain in my life. I would have a sharp pain there and I would sit there all day with my hot water bottle and my electric blanket. Then my whole head would break out in pimples, my hair would fall out, and I would actually go to the doctor and tell him, and what he would answer was, "you¿re at an age now¿ I mean, maybe you¿re like pre-menopausal and all of those are symptoms of pre-menopause." You are 41 years old now and, of course, you trust what they tell you. After 3 months you have to come back and they do an ultrasound to see if the implants are there, because that day they did explain to me what essure was, they did the test. "Everything is fine, it's healed, when I got home, they gave me my report, so when I read it I was like: "wow, my tubes have been removed!" I didn't know that in order to remove the essure they had to remove my tubes, I didn't know and they didn't inform me. They had left a piece inside me, a piece of the spring in my uterus. That was when I already had the allergy tests done. I was allergic to all of that, both nickel and pet fibre, and the allergist herself advised removing that piece of essure, removing that foreign body from my body because I was allergic. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): "everything is fine, it's healed, quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.